Manufacturer narrative:
It is undetermined if other products are concerned.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. The customer indicated during a weekly conference call that there had been a couple treatments that the syngo rt therapist treatment was recorded in documentation section, and then closed the chart which activates the pt treatment records to be sent via pvdg to lantis radiotherapy chart. This process was followed and acknowledged by 2 staff members that the treatment history had been received and resided in lantis as well. The customer has tried to place a manual treatment into lantis and had the records pull into the syngo rt therapist via pvdg with the next plan version. The problem is that the documentation disappeared from both. There was not report of mistreatment, injury and/or death reported. Root cause has not been determined and an investigation has been requested and final corrective action is pending. Risk analysis is pending.